Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Appearance and np end were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. No returned samples or actual defect samples for investigation, manufactory can¿t perform in-depth investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Appearance and np end were inspected for 7pcs retention parts, all results passed. However, we will keep monitoring on similar issues from filed and trending regularly. Root cause description: based on investigation above, the certain cause cannot be concluded at the moment. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen needle 31gx5mm 5b 28ct would not attach to the pen before use. The needles were being used to inject "youbile" for "three injections a day". The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that np end of 4 pen needles was bent and unable to attach with the pen needle". "The injection of youbile was used. The brand of the injection pen was unclear. Three injections a day. The products was for single use."